Event description:
--

Manufacturer narrative:
Boston scientific received new information that the rv pacing impedance measurements continued to be intermittently >2000 ohms. A new red alert was issued in latitude for the out of range measurements. Available information indicates the lead and device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This report will be updated when analysis is complete.

Event description:
Boston scientific received additional information that this ICD was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No change was made to the rv lead during this upgrade procedure. The explanted device was returned for laboratory analysis.

Manufacturer narrative:
The patient was brought in clinic, where all other lead diagnostic measurements were found to be normal, and no noise was able to be produced. Current records indicate that this rv lead and ICD remain implanted and in service at this time. Available information suggest that the physician is currently monitoring the situation. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were exhibiting consistently high pacing impedance measurements since implant of the device. Impedance measurements had been 1600 ohms to 1700 ohms shortly after implant, with a greater than 2000 ohm measurement later triggering a latitude red alert. No adverse patient effects have been reported as a result of these observations.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Lead seal ring markings within the ports confirmed the terminal pins were fully inserted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The cause of the out-of-range pacing impedance measurements could not be determined during analysis of the device.